Event description:
It is reported that original surgery was performed about 1.5 years ago. Two levels were treated. Revision surgery due to increased back pain. Surgeon identified that right and left l3 and the right l5 screws were loose. All screws were removed. Construct was replaced with rigid fixation.

Manufacturer narrative:
(B) (4). Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight and activity levels is unknown. There is insufficient information available to determine probable cause of the complaint. No product was returned. Review of the device history records was not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B) (4).